Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap is fractured at the uv glue zone; the glass cap distal part is detached and returned; the glass cap exhibits severe devitrification at the output area, and detritus adhesion around output area; the heat shrink tubing open end wall integrity is compromised, and exhibits signs of melting, and partially erased red octagonal sign and blue arrow indicator. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 8:27 minutes, (B)(4) joules while using the surgical fiber during a prostate procedure, the fiber broke without reason. The fiber was replaced and the procedure completed using a second surgical fiber. There was no injury reported.